Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The clip control wire was noted to have a sharp end and was attempted to be pulled back into the scope which caused a laceration in the esophagus. Reportedly, the clip could not be removed from the scope, thus another scope was used, and the procedure was completed with another resolution 360 clip device. There were no further complications reported as a result of this event. The patient stayed in the hospital, but the patient's current condition was reported to be good, and the patient was reported to have been discharged from the hospital.